Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately three yrs post vena cava filter implant, CT imaging demonstrated a detached filter limb and limb penetration of the ivc, and one filter limb appeared to be in an accessory renal vein. No attempts have been made to retrieve the detached limb. No pt injury was reported.